Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 8/26/2022. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm if by reporting in event description: "the suture was acting like a quick release when in fact it was not" do you mean the suture separated from the needle ? It was indicated that 72 products are involved in this case. Please provide below information: how many devices were acting like a quick release during this single procedure? Please clarify if the quality issue occurred intra-op, or pre-op. Did the event occurred during one or multiple patient procedures? What is the total number of procedures? If this event occurred in multiple procedures, please provide information requested above for each patient event. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? What is the quantity involved per procedure was there any adverse patient consequence(s) or subsequent medical/surgical intervention? Device return status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, there was an issue with a vicryl suture during a procedure. The suture was acting like a quick release when in fact it was not. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. = additional information was requested, and the following was obtained: 1. In the process of suturing, the surgeon reported that the needle separated from the suture at the connection point. The surgeon also reported that the suture material itself was shredding and broke apart while suturing. 2. We had 2 boxes of j258h 3-0 CT-1 vicryl suture with the same lot number #sbmcxt. The suture in question was from a new, unopened box. Of that box, 10-12 packages were opened on the field and at least 9 of the 12 exhibited the defect. 3. The quality issue occurred intra-op. 4. The event occurred during one procedure. 5. There have not been previous reports to ethicon regarding this suture. 6. Date of procedure: (B)(6) 2022. 7. Name of procedure: breast implant exchange, capsulectomy with mastopexy, abdominoplasty. 8. Quantity of suture involved:10-12 packages. 9. There has not been any adverse patient consequences or subsequent medical/surgical intervention reported at this time. 10.the device/suture will be returned this week. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the suture used on the patient break and separate from the needle? (2 issues) were these 8 additional sutures used on the patient? Or did they pull off prior to using on the patient? Did the 8 additional needles separate from the suture at the connection point? Did the 8 additional sutures also break? Product investigation - the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received one sealed box with thirty-six unopened samples and one open box with twenty-six unopened samples pertain to the product code j258h. A visual inspection was performed, no defects were noted on the packaging. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies or issues related to breakage suture were observed during evaluation. A functional test was performed using an instron equipment, the pull force and tensile strength were above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related medwatch reports - 2210968-2022-07733, 2210968-2022-07734.